Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files revealed a pump stop event that appeared consistent with an electrostatic discharge (esd). The submitted system controller event log file contained data from (B)(6) 2022 through (B)(6) 2022 captured a pump stop event on (B)(6) 2022, which lasted approximately 8 seconds in duration. Corresponding left ventricular assist device (lvad) off, low speed advisory, and low flow alarms were observed during the event. The pump appeared to ramp up to the set speed without issue following the event. Based on previous complaint history, this pump stop appears consistent with an esd event. The pump appeared to have functioned as intended at the set speed prior to and immediately following the pump stop event. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No further related events have been reported at this time. Incidental findings: an incidental finding of a current sense issue corresponding with dclink faults was observed in the submitted lvad event and periodic log files. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11aug2016. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. "Patient care and management" (under "postoperative patient care") warns that static electricity can cause the left ventricular assist device (lvad) to stop and explains how it can be avoided. (Under "static electric discharge") explains that strong static discharges should be avoided. Additionally, the safety testing and classification tables in section c of this document include electrostatic discharge information. "Alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is also available. (Under "general warnings") warns the user not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. "Living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up electrostatic discharge (esd) by touching a metal surface before handling lvas components. "Alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Additionally, the testing & classification tables of this document include electrostatic discharge. The emergency contact list form included in the handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen for outpatient appointment. The evaluation of the submitted log files found a no external power event on (B)(6) 2022 that occurred while the patient was supported by the mpu. The history was notable for low speed advisory, low flow, and pump off alarm on (B)(6) 2022. The patient was vacuuming while using the mobile power unit (mpu) and the pump was off for approximately 4 seconds. The pump stop was due to electrostatic discharge and the pump reset on (B)(6) 2022 and was off for approximately 8 seconds. The pump appeared to be operating as intended.